Event description:
It was reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4). Ps: original implantation surgery occurred in (B)(6).

Manufacturer narrative:
This case has been re-opened to enter add'l info received on april 9, 2013. The manufacturer still did not receive devices, x-rays, or other source documents for review. As soon as the product is received and the investigation result is available, an amended MDR report will be submitted.

Event description:
A product liability claim was raised. It was reported that the patient received a durom acetabular cup on (B)(6) 2009 and was revised on (B)(6) 2011 due to pain around the buttock region. The most reasonable assumption is that this case is also related to aseptic loosening which is a known inherent risk and is monitored by zimmer. No clear root cause could be determined. The failure rate for possible early loosening is monitored and comparable to the general failure rates of metal on metal implants of various competitors on the market.

Manufacturer narrative:
Additional information was received on june 24, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2009 and revised on (B)(6) 2011 due to pain, wear and loosening; during surgery, surgeon collected fluid. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. Visual examination: during the visual examination the durom acetabular component presented moderate third body material and scratching present on the articulating surface and rim, chipping and material deformation present on rim segments. Metasul ldh large diameter head presented moderate scratching and third body material growth present on the articulating surface, significant third body material growth. Metasul ldh head adapter presented third body material growth present on the taper inner surface. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed.